Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) showed complete heart block (chb). Two days after the procedure, a permanent pacemaker was implanted. No additional adverse patient effects were reported.